Manufacturer narrative:
Batch review performed on 28 august 2018; lot 155986: (B)(4) items manufactured and released on 03 march 2016 expiration date: 2021-02-21. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event.

Event description:
The patient came in complaining of pain 1 year and 9 months after primary surgery. The surgeon determined that the cup had migrated over time. The cause of the migration is unknown. The surgeon revised the cup, liner and head. The surgeon revised the cup and liner with another company's product. The surgeon revised the head with another medacta head. The surgery was completed successfully.